Manufacturer narrative:
(B)(4). Results of investigation: the service technician was able to duplicate both reported issues. Powered the unit on with a good known test patient circuit, and the ventilator delivered a high pitched noise and immediately received a "disc/sense" alarm. The alarm was visual as well as audible. The service technician performed a leak test from the general checkout, and the ventilator failed the leak test. Bench testing revealed a seized turbine. Removed the outer impeller housing of the turbine, with the impeller housing removed and manually tried to spin the turbine with an allen wrench, the turbine would not spin. Further disassembly of the turbine's lower housing revealed traces of aluminum nodules.

Event description:
The customer reported that the unit has no gas flow from the patient gas outlet and the ventilator is alarming "disc/sense".